Event description:
It was reported that, "loose acetabulum."

Manufacturer narrative:
Summary of evaluation: the reported devices were not returned for evaluation. No any medical records and x-rays were provided. The results of the investigation indicate that the exact root cause cannot be determined with the limited information provided. Loosening of total hip components is an inherent risk of procedure and may result from multiple clinical factors. There is no evidence of prosthetic design, manufacturing, or material factors as being responsible for the reported event based on the available information. It is most likely that this event was not device related but rather related to clinical factors. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.